Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2013. Product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 05-apr-2008, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 06-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (11 mg/ml at 2.82 mg/day) and morphine (25 mg/ml at 6.428 mg/day) via an implanted pump. The indication for pump use was rsd/causalgia ¿ complex regional pain syndrome, non-malignant pain, and spinal pain. On (B)(6) 2019 it was reported that today when the doctor was doing a pump replacement procedure, they could not aspirate from the catheter. The catheter was confirmed to be occluded. It was calcified/occluded between the connection of the pump and spinal piece. They kept the catheter in and on monday ((B)(6) 2019) they were going to do a catheter revision. The patient had no symptoms and was fine. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reported the patient was not getting any pain relief from the pain pump. Troubleshooting was performed on (B)(6) 2019. The patients pump was replaced on (B)(6)2019 and catheter was going to be replaced on (B)(6) 2019. It was noted the issue was resolved. The pump and catheters were discarded. After consideration the patient decided he preferred oral opioids and would like to therefore discontinue pump usage.